Manufacturer narrative:
The customer reported 12-lead ECG v6 signal loss. There was no report of adverse pt impact. A philips field service engineer evaluated the device at the customer site, confirmed the v6 signal loss, and resolved this issue by replacing the leads ECG trunk cable.

Event description:
The customer reported 12-lead ECG v6 signal loss.